Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was no longer functional and frozen on the lock screen. Customer's blood glucose level was 162 mg/dl.